Event description:
It was reported that the device was removed per the patient because it ¿stopped working, meaning the patient was not getting stimulation.¿ additional information received reported that there was a complete explant. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3487a-33, lot# j0343786v, implanted: (B)(6) 2003, product type: lead; product ID 3487a-33, lot# j0343786v, implanted: (B)(6) 2003, product type: lead. (B)(4).